Event description:
A baxter sales representative reported a leak at the junction of a "y-set". No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.this complaint was confirmed in the lab as a leak. The port tubing was found not to have been rf sealed/bonded to the bag. The root cause of this problem is equipment mis-assembly. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.